Manufacturer narrative:
1.lot number: 221co20820 has not been identified by ihealth labs, inc., as a counterfeit product, so it is safe to conclude that the device/kit received is a valid ihealth labs, inc., manufactured test kit product. 2.test to lot: 221co20820 the production batch of product retention samples, test of was pass. 3.customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used although this has not been confirmed 4.as noted in the IFU, under step 6 read result: results should not be read after 30 minutes (results shows at 2x magnification). Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes.

Event description:
The site/user was noted to have reported via zendesk, as follows: "I wanted to write because I have covid right now and I'm losing trust in these tests. Between vaccinations, masking, and careful behavior I avoided getting the virus for almost three years as far as I know. My child's school had a big outbreak last week and as soon as symptoms started, we tested her and got a bright positive. That was on (B)(6) 2023. I stayed home from with my child so I knew I had constant exposure and my symptoms started on (B)(6) 2023. I tested negative on 1.17 and 1.18. On 1.19 I had had fever for two days already and felt wrecked. I finally saw a faint positive line if I held up the test to bright light. It was barely visible. Today on the 20th I have a normal looking positive. I've bought ihealth tests throughout the pandemic on e they became widely available. I'm familiar with the instructions, 15 seconds of swabbing each nostril, etc. I knew the tests tend to produce false negatives but this seems really absurd. I feel as though a positive is information but a negative actually means nothing whatsoever, certainly doesn't provide any sense of security going to visit high risk people. I hope ihealth is working on more sensitive tests, especially for omicron and xbb variants (I live in ma so I'm assume we have xbb now that it's over 80% of cases here)."